Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that "the battery is broken." There was no adverse patient impact reported.